Event description:
A malfunction was reported on the customer's pump, with previous occurrences of the same issue. There was no adverse impact on the customer's blood glucose level as it remained within normal range. The pump was replaced to resolve the issue, and the customer will use current pump and mdi for insulin therapy until the replacement arrives.